Event description:
It was reported that the locator broke off into the implant and implant had to be removed.

Event description:
It was reported that the locator broke off into the implant and implant had to be removed.